Event description:
Rn was drawing blood and when inserted syringe with flush there was a bulge in tip and when syringe was inserted, rn was sprayed with blood and saline. Seemed that part was defective.